Manufacturer narrative:
The two burs subject to this investigation were not returned to the MFR for eval. Lot number info has not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during a tooth extraction procedure, two burs broke at the joint between the shank and the head. It was also reported that the broken pieces were retrieved via suction and the surgeon does not have any concerns about pieces being left behind. It was further reported that another bur was readily available and there was a delay of five minutes to the procedure. It was also reported the procedure was completed successfully.